Event description:
Reporter stated that a pt's blood glucose (capillary / non-fasting) measured 92 and 123 mg/dl, while using the suspect device. At the same time, a venous blood sample was obtained, which measured 15 mg/dl, in the hosp lab. Reporter indicated that pt was in a diabetic coma, and was transferred to the hosp intensive care unit. Pt was suffering from respiratory distress, and was subsequently intubated, and treated with d-50 (which elevated pt's blood glucose to 73-90 mg/dl). Reporter stated that pt's hematocrit ranged from 18-27.4 %. Reporter stated that controls had been run on the system, and had tested in range. Reporter did not indicate whether pt had been treated based on results obtained on the suspect device. A request was made for the return of the suspect device and replacement product was shipped.